Manufacturer narrative:
Correction on initial report: additional information provided.

Manufacturer narrative:
Additional information provided: describe event or problem. Correction on initial report: date received by MFR. (06/20/2016).

Event description:
New information received: rate for the tpn infusion was 5.9 ml/hr. And the rate for the intra lipids was 0.95 ml/hr.

Manufacturer narrative:
No product will be returned per customer. The customer refused to return the device for failure investigation. The root cause of this failure was not identified, however the device is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The customer reported swelling at the site of a piv presumed to be an infiltration during an infusion of d10, tpn and intralipids with gentamycin at 18.2ml/hr. The area was treated with local hyaluronidase and resolved without lasting harm. Although there was no tissue damage, a wound consult was ordered. The customer noted that the IV site had been monitored hourly and there was no pump alarm.